Manufacturer narrative:
Evaluation of returned device confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 7 inches from the pump housing and the distal portion was returned measuring approximately 31 inches. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump ports. A portion of the dacron velour on the driveline was returned wrapped and secured with sutures. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue-like thrombus adhered to the inlet bearing cup and the inlet bearing ball, causing the bearing ball to be pulled out of the bore of the rotor upon disassembly. The tissue appeared denatured and showed laminated layering, indicating that it formed at this location over an undetermined period of time while the pump was operating. A small tissue-like deposition was also found on the proximal side of the outlet stator. The lack of laminated layering indicates that the deposition did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. Although a specific cause for the development of the observed depositions and a duration of which they were present in the pump could not be conclusively determined, they could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 34 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital with subtherapeutic inr and rising lactate dehydrogenase (ldh) levels. No other signs of hemoloysis, heart failure, or pump thrombus were reported and the patient was feeling well. The system controller log file was reviewed and did not reveal any device issues. The patient was discharged on an anticoagulation regimen of aspirin 81mg, ticagrelor 90 mg q12h, and lovenox. The inr at discharge was 1.8. The patient was changed from plavix to ticagrelor. The inr was 2.1 on (B)(6) 2017, and lovenox was stopped. Next inr was was 1.2 on (B)(6) 2017. Instead of taking 5 mg tablets, the patient took 1 mg tablets. The patient started lovenox bridge on (B)(6) 2017. The patient''s ldh at discharge on (B)(6) 2017 was 496 u/l, 721 u/l on (B)(6) 2017, and 800 u/l on (B)(6) 2017. The patient was on strict anticoagulation management with inr goal 2.5-3.5, asa 81mg, and ticagrelor. On (B)(6) 2017, it was reported that the patient was admitted with palpitations and found to have an elevated ldh level. The patient underwent a pump exchange on (B)(6) 2017 due to suspected pump thrombus. No further information was provided.